Event description:
It was reported that the stimulation didn't work when the device system was put in. The reporter stated that the patient was lying in bed one day and had six wires "hanging out of his neck" and the doctor said that he should "be flopping like a fish out of water." The reporter stated that the doctor said that the patient was "screwed up" and "totally trashed." It was unclear what was being referred to. It was reported that the next day the patient had a pain pump put in. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).